Event description:
Procedure: roux-en-y. According to the reporter: according to the physician, there was excessive bleeding in the staple line. The event extended the hospital stay.

Manufacturer narrative:
(B)(4).